Event description:
Philips received a customer complaint stating there was an odor and smoke coming from the system. The customer confirmed it was not a large amount of smoke and there was no report of injury to the patient or operator. The fire/smoke alarm was not triggered and the fire department was not called.

Manufacturer narrative:
(B)(4). The fse visually inspected the system and determined the active shunt resistor (supplier (B)(4) model 2090-ucsr-a300 series a) failed resulting in overheating, smoke and damage to the shunt resistor. Further investigation discovered the site system s/n (B)(4) defective active shunt resistor (supplier (B)(4) 2090-ucsr-a300 series a) was included on the units affected list relating to (B)(4) and should have been replaced per previously submitted correction and removal 1525965-11/21/07-010c. The fse replaced the shunt resistor with pn (B)(4), which is the part number for systems requiring kit (B)(4) as a replacement per (B)(4). (B)(4).